Event description:
It was reported that during the procedure, the dragonfly opstar imaging catheter was advanced over an unspecified balanced middle weight (bmw) guide wire (gw) and used without reported issues. After use, while attempting to remove the device from the anatomy, the dragonfly opstar became stuck with the bmw guide wire. The dragonfly and bmw devices had to be removed as a single unit as the devices could not be separated and could not be used with any other devices. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event estimated as 12/12/23. D4: the UDI is unknown due to the part/lot number was not provided. The additional hi-torque balance universal device referenced in b5 is filed under separate medwatch report number.